Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "the loop which hangs off the end" of the bd nexiva¿ closed IV catheter system "slid completely out of the plastic in which it is encased, as if there were no glue".

Event description:
It was reported that "the loop which hangs off the end" of the bd nexiva¿ closed IV catheter system "slid completely out of the plastic in which it is encased, as if there were no glue".

Manufacturer narrative:
H.6. Investigation: during DHR review all challenges were successful. Set-up and in process samples including (but not limited to) machine caused damaged were performed at various stages during the manufacturing process and all passed per specification. No units or photos were provided for observation and/or testing of this incident therefore the reported defect was not identified or confirmed and a root cause was not established.